Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 8fr angio-seal vip was returned product evaluation. The returned sample included the hemostasis sheath, carrier tube, locator, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was found to have been in the fully rear-locked position with a portion of suture visible at the distal end of the device. The suture appeared to have been fully deployed and had been cut. Deformation was identified on the device as one of the latches was found to have been bent outward. The carrier tube hub was opened for further examination, and it was found that the suture had remained properly fixated and had been fully deployed. No issue was identified with the component. Residual blood was found to have been present within the carrier tube hub. The locator and hemostasis sheath were also returned, but no damage to either component was identified. The complaint was able to be confirmed. However, an exact cause for the transient spooling resistance was unable to be determined. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Explanted date - device not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that although it was difficult to insert the angio-seal device into the insertion sheath, the device was managed to be inserted into the insertion sheath to continue the procedure. However, when the device was attempted to be withdrawn, resistance was felt. The physician applied the troubleshooting in case of suture lock, and the insertion sheath was successfully removed. The device was used without replacement. Subsequently, hemostasis was successfully achieved. The procedure before deploying the device was a carotid artery stenting (cas). A pre-deployment angiogram was performed. The size of the sheath ancillary used is unknown. The puncture site and the vessel diameter are unknown. The estimated blood loss was less than 250cc. There was no health damage to the patient. There were no other devices or equipment used with the reported product.